Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
Updated: b5, component code, medical device problem code

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.